Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact had noticed that the stay safe connector had come apart. The contact stated the pin popped out from the back of the connector and the connection started to leak.the patient was advised to cancel treatment and reset up with new supplies. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient came into the clinic that morning after the occurrence and confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient reported the push pin on the cassette was slightly engaged during treatment, and somehow during treatment the pin popped out. Kelly confirmed no fluid contacted the cycler. Per pdrn no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The pdrn stated the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact had noticed that the stay safe connector had come apart. The contact stated the pin popped out from the back of the connector and the connection started to leak. The patient was advised to cancel treatment and reset up with new supplies. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient came into the clinic that morning after the occurrence and confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient reported the push pin on the cassette was slightly engaged during treatment, and somehow during treatment the pin popped out. (B)(6) confirmed no fluid contacted the cycler. Per pdrn no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The pdrn stated the sample was discarded and was no longer available for evaluation.